Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath catheter. It was reported that during a dialysis session procedure, the device was allegedly found with frequent blood oozing at the exit of the tunnel. Reportedly, patient allegedly experienced extravasation, infiltration into the issue. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photo was provided for review. Therefore, the investigation is inconclusive for the reported fluid leak as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath catheter. It was reported that during a dialysis session procedure, the device was allegedly found with frequent blood oozing at the exit of the tunnel. Reportedly, the patient allegedly experienced extravasation, infiltration into the issue. The current status of the patient was unknown.